Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The aware date of the initial MDR mentioned, reflected an incorrect aware date of (B)(4) 2011. The correct aware date is (B)(4) 2011.

Manufacturer narrative:
(B)(4). The evaluation included a review of complaint activity for the customer issue. No atypical activity was identified. A review of product labeling was performed and it was determined that issue was adequately addressed including safety precautions when handling potentially hazardous material. The material safety data sheet (msds) was reviewed and the information communicated to the customer including recommendations to follow after exposure. It was not known which control material was splashed into the eye. A summarization of the reactivity and possible infectivity potential of all controls was shared with the customer. The technician was not wearing protective eye wear at the time of the incident. The reply to complainant included the safety precautions and recommendation to wear protective eye wear when handling potential biohazardous materials. Based on the information included in the complaint and the evaluation, no product deficiency was identified.

Event description:
The customer states that a technician was splashed in the eye while pipetting architect hiv ag/ab combo control material. The customer states that the technician will be sent to occupational health and a recommendation for prophylaxis treatment be given. The customer is unable to provide information regarding if treatment was given or not. The specific control material that was splashed and the lot number of control are unknown. The customer verified that the technician was not wearing protective eye wear or goggles at the time of the incident.